Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms and a no delivery alarm. The customer's blood glucose reading was 113 mg/dl at the time of incident. Troubleshooting found that there are alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. No external ram crc or unexpected restart alarms were noted. The pump was monitored for two days and had no unexpected restart alarms. The pump was received with a cracked display window, broken battery tube threads and a cracked reservoir tube lip.